Event description:
A discordant advia centaur cp troponin ultra result was obtained on a patient sample. The result was reported to the doctor. Upon retest of the original draw and test of a second draw the corrected result was reported to the doctor. The patient was treated with heparin and hospitalized. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discordant troponin ultra result was due to the malfunction of the reagent probe sensor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.